Event description:
It was reported that a bmw elite guide wire was passed down the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery with ease. The mini trek was used for pre-dilatation several times in different sections of the artery due to the length of the diseased area to be treated. All inflations were below the rated burst pressure range. Following the last inflation the balloon was removed, and a dissection could be seen in the proximal lad. The procedure was continued during which two xience v stents were deployed, both were distal to the dissection. Following this the dissection was still present and had spread retrogradely, as 'staining' (leakage from the dissection flap) could still be seen. A non-abbott guide wire was advanced as a precaution in the circumflex and the procedure was stopped. After fifteen minutes, the dissection was re-examined and upon re-examination was noted to have sealed itself and the procedure was ended as usual. The device did not cause a clinically significant delay in the procedure. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw elite. Inflation: merrit. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek catheter noted contrast visible on the shaft and in the inflation lumen consistent with preparation. The balloon was loosely folded. There was a kink in the hypotube and strain relief tubing at the distal end of the hub. There were multiple kinks and bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kinks and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported dissection. There was no reported product deficiency and the product was not returned. Dissections are known adverse events as listed in the trek rx and mini trek rx coronary dilatation catheter instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.